Event description:
(B)(4). Treatment of an avm (arteriovenous malformation) measuring 3.1cm located at the superficial part of the right cerebrum, s/m grade: 3, eloquent area, non-hemorrhagic lesion. It was reported that the patient underwent onyx embolization treatment on (B)(6) 2010 involving 1 onyx 18 and 2 onyx 34 vials in which a total of 0.5ml was used. The avm was completely excised on the same day. The 6-month follow-up showed no abnormality in neurological findings and blood test; however, there were some changes in the excision cavity. The patient did not show up for the 12 and 24-month follow-ups. No other injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. The other device involved in the event is as follows: model#:105-7100-080 / lot#: 8387103 / dom: 4/12/2010 / exp: 2/28/2013 (qty. 2). (B)(4).